Event description:
It was reported that, during an acl reconstruction surgery, when the t2 of one (1) fast fix was deployed, the t2 broke, and the implant could not be fixed to the capsular wall of the joint. All pieces were successfully removed from the patient. The broken fragments were retrieved using an alligator max grasper. Regarding the t1 implant, it was left secured in the patient. The t implant was removed by cutting the sutures from t1 using an arthroscopic punch. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up product. No further complications were reported. The faulty product has been confirmed as returned to the local warehouse for analysis.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.